Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 754441 UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief despite of optimizing the program. Imaging was taken which confirmed that the lead migrated. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively, and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Investigation results: the ipg and leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: based on all available information, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate pain relief despite of optimizing the program. Imaging was taken which confirmed that the lead migrated. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively, and the explanted device components were discarded by the medical facility.